Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed denovo lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). A 15mm x 3.00mm nc quantum apex balloon catheter was advanced for post dilation of a implanted 3.5-23 promus stent. The first inflation was to 12 atms. Upon the second inflation to 14 atms for approximately 10 seconds, a balloon rupture occurred. The balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).